Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, the balloon slipped upon inflation. The lesion was located in the left anterior descending artery was being treated for in stent restenosis of a previously implanted non bsc stent. A 2.5x15 quantum apex balloon was advanced to the target lesion to treat the lesion but upon inflation, the balloon slipped. An attempt was made to reposition the balloon in the target lesion, but the balloon was still unable to inflate. The procedure was completed with a non bsc balloon. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(6). (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).